Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box and within two resealable plastic biohazard pouches. The unknown non-medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the three tack welds were found broken with the release wire retracted. The axium prime pusher was found bent/kinked at ~5.3cm and ~7.2cm from the proximal end and at ~34.9cm and ~29.3cm from the distal end. The axium prime implant coil was found already detached and damaged. Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned axium prime coil was found damaged, the pusher was found bent/kinked, and the tack welds were found broken. The customer did not report any issues or damages found during preparation per IFU; therefore, it is possible the damages occurred due to advancing/retracting against the reported resistance. The root cause could not be determined. It is likely the customer report of ¿premature detach¿ was due to the broken tack welds, causing the release wire to retract, detaching the implant as expected by the detachment subassemblies. As the unknown micro catheter used in the event was not returned for analysis, any contri bution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that had resistance in the microcatheter during delivery and detached prematu rely. It was reported that the device was prepared as indicated in the instructions for use (IFU). The device was flushed continuously during the procedure. During delivery of the coil, there was resistance at the middle section of the microcatheter. When the coil was pulled back, it detached prematurely. The coil and microcatheter were retrieved the procedure was completed without any further issue. There was kink/damage to coil pushwire. There was no impact to the patient and the blood vessel flow was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion involved a small aneurysm of the internal carotid (ic) artery. Vessel tortuosity was normal. The procedure was completed without any problems, and the coil came out of the introducer sheath smoothly. The catheter used was a product from another company, not medtronic. No detachment attempts, either with the instant detacher or manual method, were made. The coil was not implanted.